Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received for evaluation and a visual inspection noted the tip of the spike was bent inward and the body of the spike bent backwards. The reported damaged was confirmed in the lab. The cause was determined to be the result of incorrect operation/malfunctioning of the clean flash spiking assist device. A batch review was not performed as the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
Baxter received a report from a nurse regarding a spike on a transfer set that was bent while trying to connect to a solution bag, via a clean flash device. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Device evaluation expected, but not yet completed. A follow-up report will be submitted upon completion of baxter's investigation.